Event description:
The facility reported a triple channel pump that shut down during infusion on a patient. The drugs infusing were believed to be epinephrine, dopamine and dobutamine. The pump reportedly stopped with no alarm. The facility switched the sets to three single channel pumps. There was no information on any intervention on the patient, or outcomes from the pump stoppage. There is no additional information provided, and the primary contact was not willing to give any further information.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 30, 2007. The primary contact was unwilling to give further information as to which department the incident occurred in. The serial number of the pump, or the correct product code, therefore the device is not available for evaluation.